Manufacturer narrative:
No unexpected button error alarms noted. Intermittent button response on the up arrow button due to flattened dome switch (no crease). Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and numbers were scrolling on the display. The customer stated that he may have been laying on the device. Blood glucose level at the time of the incident was 156 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.